Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a temporary pacing wire was used. When the surgeon connected the needle to the pacemaker, the needle broke at the straight part where it transitions to the insulated tube of lead wire. Then the insulated lead wire, with the peeled coating, was directly connected to the pacemaker, and the pacemaker worked normally. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Inconclusive - two insulated wires were received for evaluation. There was no needle present with the first wire. The second wire shows the straight stk needle still attached. The c1 needle is missing. The stk needle is broken at the predetermined breaking point of the needle. The cause of the complaint observation could not be verified by the returned samples. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.